Event description:
User experienced a water leak coming from the analyzer onto the floor. No one was harmed, and no patient samples were involved. The field service representative determined the cause to be a cracked seal on the water container, and replaced seal. Performance test were performed.